Event description:
Pt underwent placement of a right total hip arthroplasty during 6/87. She did well until approx one yr ago when she began to have some vague pains in her hip. The pain progressed tothe point that she decreased her activities of daily living, developed an antalgic gait, and was awakened at night by pain. The pt was x-rayed prior to admission to the hosp which revealed loosening of the acetabular component within the pelvis with loss of the bone cement interface. She was admitted to the hosp for revision arthroplasty of the hip. It was noted intraoperatively that the cup was completely loose and had apparently separated from the cement. The hip components revealed no sign of wear. The acetabular cup, liner, and head were removed and revised. Intraoperative cultures were negative for presence of organisms.